Event description:
On (B)(6) 2012 the reporter contacted animas stating that the ok button was intermittently unresponsive and the pump could not be primed. The patient reportedly wore the pump in a pocket and did not clean the pump. The patient denied trauma to the pump. There was no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The audio bolus button was observed to be lifting. A damaged button cover will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as a damaged button should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed a short in the audio bolus button; the button responded to button presses as expected. All keypad buttons were found to respond to button presses and there was no evidence of contamination found under the key contacts. The reported keypad issue was not duplicated during testing.